Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter name and address: initial reporter last name: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The allegation was confirmed. The probable cause determined, to be a defective u14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The allegation was confirmed. The probable cause was determined to be a defective u14. No injury or medical intervention was reported.

Event description:
The allegation was was confirmed. The probable cause determined to be a defective u14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning on, even when replaced with a good known battery. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.